Event description:
The customer reportedly obtained a 140 mg/dl or 150 mg/dl on the accu-chek aviva system in comparison to the blood glucose result of 80 mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer did not provide strip info. The suspected product is unavailable for return; replacement was sent.